Manufacturer narrative:
The device was returned as part of the asset return process, during the device evaluation found that there was no serial digital interface (sdi) 1 signal due to a damaged sdi 1 connector on the printed circuit board and there was no image due to a faulty printed circuit board. Additional findings include the following: the top cover of the housing had metal exposed, the video connector latch was damaged, and the software verison 3.01 was updated to version 4.10. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis exera iii video system center was returned as part of the asset return process. During routine inspection of the device by olympus, the following reportable malfunction was found: there was no serial digital interface (sdi) 1 signal due to a damaged sdi 1 connector on the printed circuit board and there was no image due to a faulty printed circuit board. There was no procedural or patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, it is presumed that the phenomenon of ¿no image with 180 scopes¿ occurred due to the faulty patient board set. And it is also presumed that the phenomenon of ¿no serial digital interface signal¿ occurred due to the damaged serial digital interface connector on printed circuit board. Olympus will continue to monitor field performance for this device.